Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
The patient called due to a fluid leak that was discovered on the liberty cycler when attempting to remove the previously used cassette during setup of the treatment. The patient also called due to an air detected in cassette alarm that occurred during drain six of the previous evening treatment. The patient reported fluid was visible, along the inside of the cassette door. In addition, the patient reported that the cassette had ruptured from behind. No patient adverse events were reported. No changes to the patient's status were reported. No additional complications were reported during the event. The set was discarded.